Manufacturer narrative:
(B)(4). Approximate age of device: 10 days. The pump was not explanted. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient suffered a sudden onset hemorrhagic stroke post-implant. The patient become unresponsive and a head CT revealed a large intraparenchymal frontal lobe hemorrhage. The patient was on heparin at the time and the partial thromboplastin time (ptt) was 84 seconds. The patient was reportedly not a candidate for additional medical or surgical care and was terminally weaned. The patient expired on (B)(6) 2016. The pump was not explanted. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.